Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drugs being delivered were 2.5 mg/ml hydromorphone at 0.2 mg/day, 300 mcg/ml clonidine at 16.2 mcg/day, and 6 ,000 mcg/ml bupivacaine at 324 mcg/day. The reason for use was non-malignant pain. The rep reported that a motor stall was seen at initial interrogation. The patient recently had an MRI. The patient had a MRI yesterday ((B)(6) 2019) and went into the doctor with withdrawal symptoms. The patient¿s pump was currently still stalled at the time of the report on (B)(6) 2019 (it had been more than 2 hours since the patient exited the MRI field). Telemetry state was reviewed. The rep stated he was going to have the doctor call to troubleshoot. It was unknown if the MRI was done due to a suspected problem with the device or therapy. Additional information was received from the hcp. It was clarified that the MRI was not done due to a suspected problem with the device or therapy. The caller read the logs, no motor stall recovery occurred. The patient has had two MRI¿s. One on (B)(6) 2019, which recovered quickly, and one on (B)(6) 2019. Logs indicated the following: (B)(6) 2019 7:58 am motor stall occurred, (B)(6) 2019 9:16 am motor stall recovery, (B)(6) 2019 3:39 pm motor stall occurred, (B)(6) 2019 9:27 am motor stall recovery (first interrogation post-MRI performed on (B)(6) 2019). During the call, they discussed re-interrogating pump with logs. The interrogations resulted in a recovery. Troubleshooting resolved the reported event. There were no further complications reported/anticipated.